Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: burn. Probable root cause: light leakage around scope/adapter connection. Light output at cable/scope tip, safelight malfunction, light engine malfunction, main board malfunction, software malfunction - main board, light source power output. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that first degree burn was identified at the end of the case on patient¿s abdomen. Nurse removed the safelight adapter from scope rather than cord, causing the light to remain on and burn the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that first degree burn was identified at the end of the case on patient¿s abdomen. Nurse removed the safelight adapter from scope rather than cord, causing the light to remain on and burn the patient.